Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention where the scs system was explanted and replaced. Effective therapy was restored following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-03056. Related manufacturer reference #: 3006705815-2019-03057. It was reported the patient was unable to place the ipg into MRI mode. Diagnostic testing revealed high impedance readings. It was noted the patent has effective stimulation coverage, regardless, the patient will undergo surgical intervention at a later date to address the issue.